Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to olympus for investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection sheath without showing any abnormalities. The case will be closed from olympus side but, independently from the above mentioned issue, a CAPA was initiated in march 2019 where further investigations, trending, and surveillance will be performed. Furthermore, the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that after cleaning, after an unspecified procedure, it was noticed that the ceramic insulation at the distal end of the resection sheath was damaged and that a fragment had broken off. It is unknown when this damage occurred and whether a fragment possibly fell into a patient's body cavity. No further information was provided, but there was no report about an adverse event or patient injury.